Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.

Event description:
Sub-acute spinal nerve degeneration [nerve degeneration]. Zinc poisoning [metal poisoning]. Balance issues [balance disorder]. Numb from the waist down [hypoaesthesia]. Tingling in my feet [paraesthesia]. Fell over [fall]. Fixodent - going through one tube every two days [device misuse]. Case description: on (B)(6) 2011, a male consumer of unk age reported that he had used fixodent adhesive cream, number and frequency of applications unk, on a daily basis, for the past ten years and had subsequently developed zinc poisoning. He reported that he had been using the product for his dentures for approx ten years: in the last five years he had been using one tube every two days, applying the product after every meal, morning and evening. On an unspecified date in 2008 he experienced a fall and developed tingling in his feet and balance problems. He visited his doctor, who initially suspected a leukemia-like disease, however on further investigation he was diagnosed with sub-acute nerve degeneration and zinc poisoning. The customer now uses a wheel chair and received unspecified treatment. Prior to his symptoms he was not on any zinc-containing medication. He no longer used the product. Medical history: allergies- none; medical history - dentures. Concomitant medication: none. The outcome of the case was: not recovered/not resolved. No further info was provided. Later on (B)(6) 2011 a f/u call with the consumer occurred. The consumer stated that he had been using nearly a tube of fixodent a day due to problems with his dentures. He stated that he was numb from the waist down, was in a wheel chair and was having unspecified injections. He had been admitted to hospital for unspecified tests. The outcome of the case was: not recovered/not resolved. No further info was provided.